Event description:
The customer reported to olympus the colonovideoscope had a defective lens and loose cables. It was not specified during what type of product use the event occurred. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material in the air/water (a/w) tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when cracks were observed on objective and light guide lenses and the connecting tube was snaking. In addition to the reportable malfunction of foreign material in a/w tube, the evaluation found the following non-reportable malfunction(s): due to wear of forceps elevator lever, up/down knob cannot be locked securely; forceps channel port and probe cover had a dent; a/w-cylinder and suction cylinder had no color; plug unit had a scratch; due to a scratch on probe cover, insulation resistance value at distal end did not meet the standard value; due to wear of angle wire, bending angle in up and right direction did not meet the standard value; adhesive around light guide lens had corrosion; bending tube was damaged; adhesive on bending section cover had wear. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested evens are detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.